Manufacturer narrative:
Analysis cannot be performed. No product was returned for evaluation and lot number is unknown. The association between coopervision device and the event is unconfirmed.

Event description:
The patient experienced a burning sensation of the eyes and sought emergency medical treatment. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported out of an abundance of caution due to the incomplete diagnosis, lack of medical information, and unknown resolution.